Event description:
Berchtold d571/d660 "cardanic spacers" wear issue, in a short period of time these plastic spacers wear. Causing pepper-like particles to fall on top of the surgical light head, possibly into the surgical field. Berchtold has replaced these with the same "cardanic spacers" and the problem continues. I have replaced these in all surgical suites (B)(6). This is the second time they have been replaced since new (B)(6) 2009. Another incident with a berchtold d650 plus, found the same pepper-like particles inside the connection from the light head and "spring arm assembly," all berchtold lights are built this way.